Manufacturer narrative:
Concomitant medical products: product ID :3487a-33, lot# 0206173556, product type: lead. Product ID :3487a-33, lot# 0206173556, product type :lead. Product ID :37082-40, product type :extension. B3 is month and year valid. The implant and explant date of the extension remains unclear and follow-up is being conducted to clarify the date which has been reported as may 2020. H6: fdm b18 refers to the extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the distributor. It was reported that there were no actions taken to resolve the recharging issue yet. The physician is reconsidering a complete explantation. The recharger has not been replaced.

Event description:
Additional information was received. It was clarified that the date ¿(B)(6) 2020¿ was the implant and explant date of the extension. The lead model is the same for both of the patients leads. However, they couldn't find any information on the other lead's serial number (lot). No further actions have been scheduled; patient is off stimulation therapy. The physicians await for the patient's response to the replacement of the whole system.

Manufacturer narrative:
Continuation of d10: product ID: 3487a-33, lot#: 0206173556, serial#: unknown, product type: lead; product ID: 3487a-33, lot#: 0206173556, serial#: unknown, product type: lead; product ID: 37082-40, serial#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension; product ID: neu_recharger_acc, serial#: unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: cyprus medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient was experiencing reduced battery life (up to 1.5 days) and prolonged charging times (8 hours). Technical services looked at a session report provided by the distributor, impedance settings not measured in report, based on the average recharge interval and available information, we do not see this an abnormal recharger interval issue. It is unclear if the patient is using the stimulation constantly or is regularly turning their stimulation off. Stimulation usage data is not present anymore in the session report. No patient symptoms reported, unclear if this issue has resolved. Additional information was received. The 1st session report was attached and provided. Its unclear if the patient was constantly using their ins, but the patient does adjust their output as needed. Stim usage showed that they weren't using it during the first two weeks of october. Technical services (ts) confirmed that stimulation was almost not used between the 4th of october and the 25th of october. The stimulation was only used for some time on the 17th of october. That the stimulation was not turned on between the 4th and 25th of october, explains that the ins discharged much slower within this time. As the shorter recharge interval and longer recharge duration are not seen in the reports, it was advised that they check with the pt to see if they are able to properly find the ins with the recharger and if they experience issue during the recharge session. Additional information was received. It was reported that the patient first started experiencing the reduced battery life / prolonged recharge since june 2023 after changing his stimulation parameters. Impedance measurements were within normal range. The cause of the reduced battery life / prolonged recharge has not yet been determined. Further investigation is needed regarding charging coupling and percentage of time used. The provided information has been confirmed with the physician/account. Additional information was received from the distributor reporting that they met with the patient recently. The patient still requires 6-8 hours for a full charge and requires recharge every 2 days (approximately). The coupling rate, as stated by the patient, is always 7 or 8 bars. The charger screen showed the implant battery status of 3rd bar was colored in grey instead of black; it was questioned if this meant that the implant battery health has decreased. The distributor disabled the right lead, as the patient felt a strong discomfort, described as excess pain at the lead/extension site. Perhaps there was some current leakage, although the impedances were checked two days ago and were okay. Additional information was received. It was reported that the patient has 2 pisces standard leads. There was no confirmation on the cause of the problem; however, they are suspecting that the extended recharge time is a cause of a degraded recharger and the cause of pain on the extension/lead connection is due to current leakage. The patient was involved in a car accident 3 years ago, which resulted in stimulation-derived jolts in his legs. The extension was replaced, relieving the symptoms but the new symptom (local burn) appeared. The event is not yet solved. For additional actions, the physician will try to replace the lead and extension or the whole system.